Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to telemetry logical channel open authentication failure. The cause of the telemetry interruption is consistent with anomalies associated with device upgrade procedure and not device related. Electrical testing revealed normal device characteristics with battery voltage near beginning of life (bol).

Event description:
It was reported that the device exhibited backup vvi operation when a firmware upgrade was attempted while the device was still in the box. The device was not used.